Event description:
Healthcare professional reported a left side seroma. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side seroma. Device has been explanted.

Manufacturer narrative:
Continued e.1. Address line 1: (B)(6). Continued h.6. Health effect - impact code: f2201, f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.